Manufacturer narrative:
Occupation is lay user/patient. The customer's meter was provided for investigation where it was tested using retention strips, and retention controls. Testing results (qc range = 4.1 - 6.8 inr): qc 1: 4.8 inr, qc 2: 5.0 inr, qc 3: 4.9 inr. The obtained qc values were in the allowed range of the used combination strip lot - qc lot. All measurements were without error messages. The customer's alleged value of 4.8 inr on (B)(6) 2020 was not observed in the meter's memory. Routine retention testing is performed. Retention testing data is reviewed, and appropriate actions are taken as needed. The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter complained of discrepant inr results with a cc-xs meter serial number (B)(4). For each meter test, the customer used a different finger for testing. The customer¿s first meter test resulted with a meter error. The customer replaced the meter¿s batteries. At 7:28 a.m., the customer¿s meter result was 1.8 inr. The customer did not believe this result as it was too low. He performed another meter test and received a meter error. "Around 7:30 a.m.," the customer¿s meter result was 4.8 inr. The customer¿s therapeutic range is 2.0- 3.0 inr.